Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney. On (B)(6) 2005 - the pt was implanted with bard/davol composix kugel hernia patch (#1) for ventral hernia repair. On (B)(6) 2006, the pt underwent explant of the bard/davol composix kugel hernia patch (#1). Operative dictation for this procedure notes the plastic ring and ptfe portion of the mesh were removed; however, the marlex portion was well incorporated and left implanted. On (B)(6) 2007, the pt underwent repair of a current ventral hernia using a hard flat mesh (#2). Operative dictation for this procedure does not mention visualization of the previously implanted composix kugel hernia patch (#1). On (B)(6) 2014, the pt presented to the surgeon with significant abdominal discomfort and recurrent hernia. The pt underwent myofascial cutaneous advancement flat on the right and the left, repair of incarcerated incisional hernia, small bowel resection with anastomosis, removal of old mesh (#1 and #2), excisional debridement of skin and soft tissue, implantation of a large phasix mesh, and tap block.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate the pt was treated for adhesions, hernia recurrence, erosion of mesh, and fistula formation. Adhesion, hernia recurrence, erosion of mesh, and fistula formation are all listed as known adverse reaction listed in the instructions for use (IFU). If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2006-00172 for info related to the composix kugel mesh implanted on (B)(6) 2005.